Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product pds suture, involved caused and/or contributed to the adverse events described in the article, specifically: arthrofibrosis what was the indication for the revision? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used pds suture?

Event description:
It was reported in a journal article that the patient underwent a refixation of the medial collateral ligament complex/acute medial instability surgical procedure on unknown date and the suture was used. It was possible that following the procedure, the patient experienced postoperative arthrofibrosis and underwent a revision/arthrolysis surgery. Additional information has been requested.